Event description:
In 2008, the pt underwent the surgery with bos small bone plate and screws. One month after the surgery, the surgeon found through x-ray that the small bone plate was broken. At approx 36 days post-procedure, the surgeon used narrow small bone plate (6 hole) in the revision surgery and the surgery was completed without problem.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.